Manufacturer narrative:
This report is submitted on 31 march 2020.

Event description:
It was reported that the patient's device was explanted due to an unknown reason (date not reported). Should further information be provided a supplementary report will be filed.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 5, 2020.